Event description:
It was reported that a minicap transfer set leaked from the twist clamp with the twist clamp closed. This occurred during use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection using the naked eye was performed and a review of the video showed a fluid leak through the set with the twist clamp in the closed position. The reported condition was verified. The cause of the condition could not be determined; however, it was possible the occluder legs/feet were broken beneath the twist clamp and not closing off the tubing correctly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted